Manufacturer narrative:
Product event summary #fusion compact stealth merge losing exam concomitant medical product: analysis found: nafc0183 - corrupted or bad exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a software anomaly occurred while using stealth merge on the system. While using the software, blending the color and gray scale would make the reference exam disappear. It would not reappear even if he reloads the software. The patient was deleted and readded to merge the exams. Issue can be "predictably" replicated. There was no patient present.